Manufacturer narrative:
(B) (4)

Event description:
It was reported the pt was unable to adjust the stimulation using the pt programmer. The therapy was working as intended; the pt did not experience a return of symptoms. The pt experienced the problem with the programmer while on a flight on (B) (6) 2009. The pt was able to determine the stimulation was on using the programmer. The battery light was the only light that would illuminate. After the flight, all the lights would illuminate on the device. The pt also indicated his cordless phone disconnects and was questioning whether this could be caused by the implanted device. Add'l info has been requested. See also MFR report #3004209178-2010-00458.